Event description:
It was reported that the anesthesia workstation did not work. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and concluded that the gas analyzer was faulty and needed to be replaced. The gas analyzer was replaced and the anesthesia system was successfully tested and cleared for clinical use. The device logs from the anesthesia system have not been available to confirm the reported issue. The gas analyzer was returned for testing but the reported issues could not be reproduced. The true cause of the reported issues cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).